Manufacturer narrative:
(B)(4). Concomitant medical products: femoral component option for cemented use only size d right catalog# 00599401492 lot# 61622490; stemmed tibial component precoat a/p wedged for cemented use only size 3 catalog# 00598800300 lot# 61658797; all poly patella size 29 mm dia. Standard 8.0 mm thickness catalog # 00597206529 lot# 62401078; prc agmt block dist sz d 5mm catalog # 00599003410 lot# 61654174; prc agmt block post sz d 5mm catalog # 00599003401 lot# 61654171; prc agmt block post sz d 5mm catalog # stem extension straight 15mm dia x 30mm length(combined length 75mm) catalog # 00598801215 lot# 62528914; articular surface size cd 10 mm height "use with plate 3 catalog# 00596403010 lot# 61462596; taper stem plug catalog # 00596009900 lot# 37210825; headed screw 48 mm length catalog # 00579104100 lot# 77002811; headed screw 48 mm length catalog # 00579104100 lot# 77002977; headed screw 48 mm length catalog # 00579104100 lot# 77002825; headed screw 33 mm length catalog # 00598304033 lot# 62620855. The reported event was not confirmed as limited information has been received. No product was returned; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert nexgen cr, ps, cra, lps and lcck knee pain, loosening, metal sensibility and implant fracture are some of the known adverse effects of the tka procedure. However, without the opportunity to examine the complaint product, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-06787, 0001822565-2017-06786, 0002648920 - 2018 - 00161, 0001822565 - 2018 - 03510, 0001822565 - 2018 - 03511, 0002648920 - 2018 - 00522.

Event description:
It was reported that the patient underwent a revision due to pain, rash and possible allergic reaction. During the procedure, the surgeon noted that the patella peg had fractured and that an unspecified component was noted to have loosening. However, the surgeon opted to leave the unspecified component that was loose in vivo. No additional patient consequences were reported.